Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 189 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. Calibration not accepted and change sensor were also reported. Patient's other blood glucose values were over 59 mg/dl, 66 mg/dl and 69 mg/dl. Threshold/low suspend limit in sensor settings: 70 mg/dl. Customer declined to troubleshoot for high blood glucose value. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump is not expected to be returned while sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings. See attached file for details.